Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the issue was not known. Impedance information was added. Impedance information from 21 april 2018: c 11 2525; c 8 2406; 8 11 4369.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's impedances were out of range. No patient symptoms or further complications were reported as a result of this event. Impedance information from (B)(6) 2017: c&8 2779; c&10 2472, 8&10, 4943 8&11, 4066, impedance information from (B)(6) 2017: no out of range impedances. Impedance information from (B)(6) 2017: c&8 2305; c&11 2047, 8&11, 4054 impedance information from (B)(6) 2018: c&9 2041 impedance information from (B)(6) 2018: c&10 2768.